Event description:
It was reported that during a da vinci-assisted myomectomy procedure the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable on the tenaculum forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the broken pitch cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the logs was performed. Per the review, the instrument was last used on: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - myomectomy with 9 uses remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The tenaculum forceps instrument is currently associated with corrective actions regarding design to change the pitch cable allowing for crimp retention. This design change will ensure that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that a design change is in progress to help reduce the severity of pitch cable failure. This issue will continue to be tracked.